Event description:
It was reported that this right ventricular (rv) lead had dislodged, which caused pericardial effusion, the helix pierced the myocardium. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies other than a stylet returned stuck in the lead, dried body fluid in the helix housing. Cuts in insulation and deformed coils were likely due to explant damage. Perforation or pericardial effusion or cardiac tamponade are known risks associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) lead had dislodged, which caused pericardial effusion, the helix pierced the myocardium. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. This product has been returned for analysis.